Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient has an infection, the doctor is not sure if it is from a hyoid suspension that was previously implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.